Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. No adverse event reported.

Event description:
Consumer complaint of "lo" blood results. No adverse event reported.